Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl, cause was unknown. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin to address bg. The customer released on (B)(6) 2026. A system check was also performed and it was determined that the pump was functioning as intended.